Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(6).

Event description:
The customer reports that on (B)(6) 2017, a female patient diagnosed with ovarian cancer generated an architect ca-125 assay result of 54.2 u/ml (cut-off used by the customer is 35.0 u/ml). The patient then underwent an ovariectomy. A post-surgical sample taken on (B)(6) 2017 generated a result of 62.6 u/ml (heterophilic antibody treatment of this sample yielded a result of 20.6 u/ml). On (B)(6) 2017 a result of 68 u/ml was obtained ((B)(6)). Heterophilic antibody treatment of this sample yielded a result of 14.7 u/ml. On (B)(6) 2017, a sample from the lab's serum bank was obtained from this patient and was tested with a result of 74.8 u/ml ((B)(6)). The sample from (B)(6) 2017 was sent to another lab and tested on the roche platform and generated a ca-125 assay result of 8.1 u/ml (this method also has a cut-off value of 35 u/ml). There is no impact to patient management reported. Note: the architect ca-125 package insert warns the user: "ca 125 assay values obtained with different assay methods cannot be used interchangeably due to differences in assay methods and reagent specificity. Prior to changing assays, the laboratory must confirm baseline values for patients being serially monitored."

Manufacturer narrative:
Accuracy testing was performed using an in-house retained reagent kit of the architect ca 125 ii assay lot 72010m800. All acceptance criteria were met indicating acceptable performance of this reagent lot. There were no returns available from the customer site. The customer did perform testing for heterophilic antibody interference. This testing generated a positive result indicating an interferent within the patient's sample. The architect ca 125 ii assay package insert and the architect system operations manual contain information to address the current customer issue. Additionally, the patient results obtained with the architect ca 125 ii assay were being compared against patient results from another method and per the assay package insert this is not allowed. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. No non-conformances, deviations or potential non-conformances associated with the affected product have been identified. Based on the available information from the customer site and the results of this evaluation, there is no evidence to reasonably suggest that a systemic issue or product deficiency exists.